Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review was conducted by the manufacture site on december 19, 2019. The DHR review revealed of the (B)(4) unit batch, zero non-conformances involving this lot were identified. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4) used to capture the medical devise removal, no information available.

Event description:
Medical record ad 15 nov 2019 was reviewed on 13 december 2019. (B)(6) 2014: the patient underwent a right total knee arthroplasty for right knee degenerative arthritis. Attune implants were utilized with depuy cement x3. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent right knee revision due to suspected loosening of tibial tray. Intraoperatively, surgeon found tibial tray loose at implant-cement interface. Femoral and patella components are well fixed. Patella was not revised. All other components (femoral, tibial tray and insert) were replaced with depuy revision knee components with depuy cement. Doi: (B)(6) 2014 dor: (B)(6) 2018 (femoral, tibial tray and insert).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history cannot be reviewed as no lot identification was supplied. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface.